Event description:
It was reported that one week post procedure, the patient experienced "ischemic symptoms". The physician suspected in-stent thrombosis and attempted to aspirate the thrombosis with a non-stryker thromboembolectomy device but was unable to do so. The physician then attempted to perform balloon percutaneous transluminal angioplasty (pta) but the stenosis did not improve. The procedure was completed with no improvement to the stenosis. No other information was provided.

Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. The subject device is not available; therefore analysis cannot be performed. From the information available, there is no indication that the reported event is related to product specifications nonconformance or misuse. There is also no indication that the subject device malfunctioned. However, thrombosis and stroke are known risks associated with such procedures and noted as such in the directions for use (dfu). Therefore, a root cause of anticipated procedural complication has been assigned to the event.

Manufacturer narrative:
The subject device remains implanted.

Event description:
It was reported that one week post procedure, the patient experienced "ischemic symptoms". The physician suspected in-stent thrombosis and attempted to aspirate the thrombosis with a non-stryker thromboembolectomy device but was unable to do so. The physician then attempted to perform balloon percutaneous transluminal angioplasty (pta) but the stenosis did not improve. The procedure was completed with no improvement to the stenosis. No other information was provided.